Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Product event summary: data files and the afapro28 balloon catheter with lot number 37375 were returned and analyzed. One patient file created on the reported date of the event. The received patient file was empty and did not contain any applications. The failure file has not been received. No anomalies were identified during external visual inspection of the balloon, shaft, and handle segments. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for five applications on the reported event date. The catheter was recognized and passed the electrical integrity verifications and performance test. The catheter completed the inflation, ablation, and thawing phases with no console system notices generated. No performance issues were identified. Pressure and flow were in range and temperature curve had no oscillations or overshoots. In conclusion, the clinical issue (phrenic nerve palsy (pnp) occurred during the procedure with no indication that the adverse event was related to the performance or a malfunction of the product. The reported issue of the temperature dropping faster than expected was not confirmed through testing. The balloon catheter did not fail the returned product inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, the temperature was 'erratic' and appeared inaccurate. There was a sudden drop on the temperature with inconsistent variability in temperature recordings. Therapy was continued as the vein occlusion looked good visually on fluoroscopy. During a freeze, phrenic nerve capture was lost and the phrenic nerve was stunned for approximately ten minutes before recovering. The case was completed with cryo. No patient complications have been reported as a result of this event.